Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that the lead safety switch (lss) had been generated for this system due to atrial impedance measurements greater than 2500 ohms. Intermittent sensing issues were observed also. A lead fracture is suspected and the device was re-programmed to vvi mode. No adverse patient effects were reported.